Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported about a month and a half ago their controller started displaying settings not available, cannot provide desired intensity settings. Patient confirmed the implant is charged and noted the message appears in groups c and b, but not group a. Agent reviewed message and the patient was redirected to manufacturer representative (rep) and healthcare provider to further address. Patient mentioned previous device replacements. Additional information was received from a patient (pt). It was reported that they were advised to switch settings "c" to another setting. Only "b" worked. 2 weeks later nothing would work as far as boosting the charge or frequency. They contacted their manufacturer representative (rep) to meet at their doctors office to reset/reprogram the controller. The patient stated they are meeting their representative on (B)(6) 2025.